Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the mildly calcified, 100% stenosed anatomy resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported activation/deployment failure and mechanical jam; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure and mechanical jam cannot be determined. Further interaction/manipulation during withdrawal resulted in the stent stretching to double its length. The treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device not available for evaluation.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot.d4: catalog#.

Event description:
It was reported that the procedure was to treat a mildly calcified, 100% stenosed lesion in the distal superficial femoral artery (dsfa). A 7x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion and deployment was initiated, however, when the stent was 2 to 3cm out of the sheath, progressive resistance was felt with the thumbwheel until the thumbwheel could no longer be moved forward or backward. The stent delivery system was then withdrawn with resistance met from the anatomy, and the stent released and stretched to double its length, extending through the entire length of the sfa . An unspecified balloon was then used to attempt to dilate the stent to better appose the stent to the vessel wall, after which it partially apposed. The patient experienced significant improved walking function, since the vessel was opened with only slight hemodynamic restrictions (corresponding to <50% residual stenosis). No extended hospitalization was required, and the patient was discharged the following day. However, dual platelet inhibition with asa and clopidogrel was extended to initially 3 months until the next check-up appointment (with duplex sonography), as meshes are partially non-adherent to the wall due to the elongation of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It is likely that interaction with the mildly calcified, 100% stenosed anatomy resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported activation/deployment failure and mechanical jam. Further interaction/manipulation during withdrawal resulted in the stent stretching to double its length. The treatment(s) appears to be related to the operational context of the procedure. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks..h6: investigation findings code 213 - removed. H6: investigation conclusions code 67 - removed. H10: additional mfg narrative - corrected and additional.

Event description:
Subsequent to the original filing, on (B)(6) 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.